Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis. The treatment for peritonitis was with unspecified antibiotics (dosage, route and frequency not reported). At the time of this report, the patient¿s fluid was reported to be clear and had recovered from peritonitis. The action taken with pd therapies was not reported. Additional information was requested but was not available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h14a17014 and h14b26054 was performed. There was no evidence indicating that there were any malfunctions or nonconformities with the patient¿s homechoice sets. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of onset of peritonitis event was unknown. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).